Manufacturer narrative:
The device was returned and visual inspection revealed housing intact, missing back label the reported event was duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Pump was found to be intermittent displaying "upstream occlusion" detected alarm message during the investigation. A faulty upstream occlusion sensor was replaced.

Event description:
It was reported that (B)(6) pump upstream sensor alarm. The event occurred during test. No patient invlovement.